Event description:
The hosp micu staff attended to a person diagnosed as bradycardic with a rate of 24 to 30 bpm. External pacing was attempted using the device. The device allegedly failed to function and displalyed a lead alarm. Pacing was inhibited. Drugs were administered but were not effective. The pt was delivered to the hosp emergency rm and later went into cardiac arrest. The pt's outcome was not known.